Manufacturer narrative:
(B)(4). Batch # t5a59z. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. However the washer was noted to have nicks. The damaged on the washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an open sigmoidectomy, the anvil could not be attached to the trocar. The trocar was caught at the locking spring. The surgeon attached the anvil to the trocar forcibly, and the device was fired. After that, the anvil had difficulty in being removed from the trocar, so that the anvil was removed forcibly. The donuts seemed to be created properly, but leakage was observed on a leak test, therefore, additional suture was performed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.